Manufacturer narrative:
Siemens customer care center (ccc) indicated that customer has stopped using their instrument and were instead using another one that they had onsite. Ccc also indicated that customer will not be pursuing replacement and they also had not sent back reagent for investigation following numerous requests from siemens, so reagent is not available for further testing.this event could not be further investigated.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The replacement of 2 boxes of cartridges have been provided to customer. This event is being evaluated. The cause for the discordant hemoglobin a1c (hba1c) is unknown.